Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified coronary artery. A 1.50mm x15mm emerge¿ balloon catheter was advanced for dilatation. However, on the first inflation at 14 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. There was blood in the inflation lumen, guide wire lumen, and balloon. The balloon was loosely folded. There were numerous kinks throughout the hypotube. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall in the proximal cone was revealed. Microscopic examination presented no irregularities in the balloon material and markerbands that could have contributed to the pinhole. Microscopic examination presented no damage or irregularities to the tip and bonds. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified coronary artery. A 1.50mm x15mm emerge¿ balloon catheter was advanced for dilatation. However, on the first inflation at 14 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).